Event description:
There was a sudden failure of an e-cyln of calibration gas (unopened). The cylinder had a high pressure leak at the point where the "post" enters the body of the tank. There was a small amount of rust in the area.